Event description:
Unomedical reference number (B)(4). Event occurred in canada. The patient reported that the infusion set's tubing was detached from connector on (B)(6) 2023. The issue occurred with one infusion set used for 7 hours. The blood glucose level of the patient was 14 mmol/l. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.